Event description:
It was reported that the xience prime stent was confirmed to be on the stent delivery system (sds) during preparation. When the xience prime sds was inflated in the restenosed, predilated, mildly calcified and mildly tortuous, mid to distal left circumflex coronary artery, it was found that the xience prime stent was not on the sds. The physician believes the xience prime stent dislodged, but it could not be found in the catheterization lab. The xience prime stent could not be located under fluoroscopy in the patient anatomy. Another xience prime was used to complete the procedure without further incident. The EKG and cardiac enzymes were within normal limits. The patient was fine on follow-up visits. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - use in a restenosed vessel, contrary to instructions for use. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. It was reported that the device was advance to treat a restenosed lesion. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use states: xience prime is indicated for improving coronary luminal diameter in patients with symptomatic ischemic heart disease due to discrete de novo (new) native coronary artery lesions. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.